Event description:
This supplemental report is being filed to provide additional information that the patient received two additional shocks post re-programming. The doctor suspects this is not the system the patient needs. A transvenous system may be implanted in the future. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. There was some myopotential noise as the patient was exercising at the time of the shocks. Technical services recommended some testing and programming options. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. There was some myopotential noise as the patient was exercising at the time of the shocks. Technical services recommended some testing and programming options. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. A transvenous system was implanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient received two additional shocks post re-programming. The doctor suspects this is not the system the patient needs. A transvenous system may be implanted in the future. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. There was some myopotential noise as the patient was exercising at the time of the shocks. Technical services recommended some testing and programming options. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.